Event description:
It was reported that the device was used during a right hemicolectomy. It was reported by the rep that the device misfired. A new tl90 was used to complete the case without incident. There was no consequence to the pt.